Manufacturer narrative:
Image review: an image review was performed, the following are the conclusions: per the provided images, there appeared to be a previously placed harmony tpv, now with a proximal stent frame fracture toward the right aortic cusp and possibly compressing the left main or circumflex system. The valve was surgically excised. Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the fit analysis showed adequate oversizing with a 3-millimeter (mm) landing zone starting at the roof of the bifurcation. Per the physician, the valve implant went well with good positioning, nominal implanted shaped, and good function of the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient weight second paragraph device codes added additional codes. Annex g added expiration date: device mfg date eval code conclusion medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 months following the implant of this transcatheter bioprosthetic valve, echocardiogram revealed "low normal left ventricle (lv) function." Approximately 22 months following the valve implant, dilated lv with moderately decreased function was reported. 2 years following the valve implant, cardiac magnetic resonance imaging revealed lv ejection fraction of 35% and pr of 28%. There was late gadolinium enhancement throughout the lv myocardium which led to catheterization. Catheterizationrevealed ostial stenosis of the circumflex coronary artery, separate ostia of the left anterior descending aorta and circumflex. Fraction flow reserve down the coronary measured 0.63. 2 years and 3 months following the valve implant, computed tomography angiogram (cta) imaging revealed a type I frame fracture. Perforation of the right coronary sinus and the circumflex ostium showing compression were reported. 2 years and 4 months following the valve implant, the valve was explanted. No additional adverse patient effects were reported. Additional information was received that following the valve implant, the individual wire struts (5 and 6) of the valve frame were s ub-annular; the remaining portion of the frame was at or above the annulus. Pulmonary insufficiency was noted; however, there was no pulmonary stenosis. Prior to the valve implant, the mean gradient was 1 mm hg and rose to 2 mm hg following implant. The ejection fraction was 52% and was "low normal" by single plane echocardiogram. Per the physician the most recent echocardiogram, performed prior to valve explant, demonstrated a 2.5 m/sec flow across the valve coupled with a 25 mm hg gradient. At the time of explant, one of the valve leaflets was noted to be thickened and immobile with possible calcification - there was no thrombus. Of note, the patient had a pectus excavatum chest wall deformity which may have played "some role", but clearly one leaflet was abnormal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 months following the implant of this transcatheter bioprosthetic valve, echocardiogram revealed "low normal left ventricle (lv) function." Approximately 22 months following the valve implant, dilated lv with moderately decreased function was reported. 2 years following the valve implant, cardiac magnetic resonance imaging revealed lv ejection fraction of 35% and pr of 28%. There was late gadolinium enhancement throughout the lv myocardium which led to catheterization. Catheterization revealed ostial stenosis of the circumflex coronary artery, separate ostia of the left anterior descending aorta and circumflex. Fraction flow reserve down the coronary measured 0.63. 2 years and 3 months following the valve implant, computed tomography angiogram (cta) imaging revealed a type I frame fracture. Perforation of the right coronary sinus and the circumflex ostium showing compression were reported. 2 years and 4 months following the valve implant, the valve was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Article citation: wong-siegel, j, naylor, a, balzer, d. Left coronary artery compression and stent fracture following self-expanding transcatheter pulmonary valve implantation. J am coll cardiol case rep. 2024 sep, 29 (17). Https://doi.org/10.1016/j.jaccas.2024.102500. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that this case was described in a published literature article. The article contained the following adverse effects not previously reported to medtronic: mild to moderate pulmonary insufficiency/regurgitation, right bundle branch block, st-segment depression on electrocardiogram, and elevated cardiac markers (troponin I and pro¿b-type natriuretic peptide). Additionally, during the catheterization, the authors incidentally identified that the fractured strut of the harmony frame had caused a perforation of the aorta. Interestingly, the authors wrote that the perforation was not clinically apparent (no evidence of a hematoma, inflammation, or other abnormalities at the perforation site).